Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pump thrombosis and inflow malpositioning that resulted in surgical intervention. The ventricular assist device (vad) was exchanged. No further complications were reported as a result of the event.

Manufacturer narrative:
Product event summary: one (1) pump with unknown serial number was not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.